Event description:
Novasure device plugged into novasure machine. After all measurements, the array position would not shut off. Changed novasure machine and tried again. Opened a second novasure device. All novasure equipment now functioned without incident and procedure was completed.